Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder on (B)(6) 2017, inflammatory bowel disease in 2016, thrombosis venous, heart murmur, hypertension, rectal abscess, varicella, surgery, ileoanal anastomosis, uterine bleeding, obesity, perirectal abscess, rectal pain and small bowel obstruction. Concurrent conditions included disability, healing delayed, chronic pain, anxiety, pelvic pain, endometrial polyp, uterine adhesions and foreign body in gi tract. Concomitant products included acetylsalicylic acid (aspirin), betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), colecalciferol (cholecalciferol), ethinylestradiol;norgestimate (ortho tri-cyclen) from 1989 to 2010, sertraline and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient underwent anorectal operation ("gi conditions/ surgery (other) type of surgery: removal of colon, rectum, and anus"). In 2011, the patient experienced crohn's disease ("crohn's disease/autoimmune disorder type of disorder: crohn's disease") and fatigue ("fatigue/fatigue"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), incontinence ("incontinence"), procedural complication ("the surgery for partial hysterectomy took 5 hours"), scar ("scar tissue") and adhesion ("adhesion"). The patient was treated with surgery (on (B)(6) 2019 salpingectomy (bilateral), hysterectomy (partial), ablation and removal of colon, rectum, and anus). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, crohn's disease, dyspareunia and menorrhagia had resolved and the bladder disorder, urinary tract disorder, fatigue, vaginal haemorrhage, incontinence, anorectal operation, procedural complication, scar and adhesion outcome was unknown. The reporter considered adhesion, anorectal operation, bladder disorder, crohn's disease, dyspareunia, fatigue, genital haemorrhage, incontinence, menorrhagia, procedural complication, scar, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils in left side were 2-3 coils and on right side- 1-2 coils. Patient received treatment for dyspareunia, general abnormal bleed, menorrhagia, crohn's disease, gi conditions and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2019: myometrium: multiple leiomyomas, uterine serosa: adhesions. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- crohn's disease and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events: gi conditions/ surgery (other) type of surgery: removal of colon, rectum and anus, the surgery for partial hysterectomy took 5 hours, scar tissue, adhesion were added on (B)(6) 2020: patient's middle name was added. On (B)(6) 2019: medical records received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') and crohn's disease ('crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder on (B)(6)2017, inflammatory bowel disease in 2016, thrombosis venous, heart murmur, hypertension, rectal abscess, varicella, surgery, ileoanal anastomosis and uterine bleeding. Concurrent conditions included disability, healing delayed, chronic pain, anxiety, pelvic pain, endometrial polyp, uterine adhesions and foreign body in gi tract. Concomitant products included acetylsalicylic acid (aspirin), betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), colecalciferol (cholecalciferol), ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) to (B)(6) , sertraline and sertraline hydrochloride (zoloft) since 2009. On(B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and incontinence ("incontinence"). The patient was treated with surgery (on 08 mar 2019 salpingectomy (bilateral), hysterectomy (partial), ablation and removal of colon, rectum, and anus). Essure was removed on(B)(6)2019. At the time of the report, the genital haemorrhage, crohn's disease, dyspareunia and menorrhagia had resolved and the bladder disorder, urinary tract disorder, gastrointestinal disorder, fatigue, vaginal haemorrhage and incontinence outcome was unknown. The reporter considered bladder disorder, crohn's disease, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, incontinence, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils in left side were 2-3 coils and on right side- 1-2 coils. Patient received treatment for dyspareunia, general abnormal bleed, menorrhagia, crohn's disease, gi conditions and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: bilateral occlusion. Pathology test - on (B)(6)2019: myometrium: multiple leiomyomas, uterine serosa: adhesions. Pregnancy test urine - on (B)(6)2010: negative. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- crohn's disease and menorrhagia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. New events: abnormal bleeding (vaginal) and incontinence were added. Medical history, concomitant drugs and lab data added. On 4-sep-2019: follow-up 2 and 3 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') and crohn's disease ('crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2019 salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, crohn's disease and menorrhagia had resolved and the dyspareunia, bladder disorder, urinary tract disorder, gastrointestinal disorder and fatigue outcome was unknown. The reporter considered bladder disorder, crohn's disease, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia and urinary tract disorder to be related to essure. The reporter commented: essure insertion date was previously reported as (B)(6) 2010. Patient received treatment for dyspareunia, general abnormal bleed, menorrhagia, crohn's disease, gi conditions and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was replaced with new events "dyspareunia (painful sexual intercourse), general abnormal bleed, menorrhagia (heavy menstrual bleeding), crohn's disease, bladder problems, urinary problems, gi conditions and fatigue was added. Lab test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.